Event description:
It was reported that the home monitoring system received an alert. Upon review of this pacemaker the alert was for low out of range pacing impedances on both the right atrial (ra) lead and right ventricular (rv) lead measuring less than 200 ohms. It was noted that impedances have been low since (B)(6) 2018. Both of these are programmed to unipolar. Technical services reviewed the episode and it was observed there was noise that was being oversensed causing inappropriate mode switching. Due to so much noise it was hard to tell if there was any intrinsic ventricular activity. At this time, this pacemaker, ra, and rv leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
It was reported that the home monitoring system received an alert. Upon review of this pacemaker the alert was for low out of range pacing impedances on both the right atrial (ra) lead and right ventricular (rv) lead measuring less than 200 ohms. It was noted that impedances have been low since may 2018. Both of these are programmed to unipolar. Technical services reviewed the episode and it was observed there was noise that was being oversensed causing inappropriate mode switching. Due to so much noise it was hard to tell if there was any intrinsic ventricular activity. At this time, this pacemaker, ra, and rv leads remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced successfully. No additional adverse patient effects were reported.